Event description:
It was reported that during a pulsed field ablation procedure, after completing pulmonary vein isolation, when attempting to store the catheter in the sheath, the array was noted to be tied. An attempt was made to resolve the issue with the slide control knob without resolution. The catheter was retracted into the sheath in a knotted state and was removed from the patient. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012806962 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft segment. During external visual inspection of the array and handle segments, on the spiral array segment an inverted array was observed, the spiral array pebax tube was observed to be kinked, the proximal end of nitinol array wire was observed to be dislodged from dual lumen, and the guidewire lumen was observed to be kinked at 0.7 in from the distal tip. It was noted that the capture device was removed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the cat heter failed the returned product inspection due to an inverted spiral array, a dislodged array wire from the dual lumen, a kinked pebax tube, a pinched distal arm pebax tube, and a guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.